Event description:
As reported by the user facility: segment of guidewire broke off when being withdrawn after an attempted central line insertion. No info on how it was withdrawn is available. X-ray showed segment of guidewire in soft tissue of subclavian region. Course of action was to observe wire and perform vascular assesessment. Per a conversation between the user facility's risk management dept and b. Braun, as of the date of this report, the fractured portion of guidewire remains in the patient's subclavian region as a retained foreign body.